Event description:
Nurse was drawing sample for act test and the tip of the 12 ml syringe broke off in the port occluding that part of the tubing. The nurse was able to obtain the sample using another syringe and disconnecting part of the line to gain access to another port. When making notification of this event, the nurse explained that her and others have experienced similar failures of the syringe tip breaking off, but had not reported it prior.